Manufacturer narrative:
The product has been requested for investigation, and a final report will be submitted when the investigation is complete.

Event description:
Customer reported that her meter no longer displays the code on the screen, and there are lines running through the readings rendering the results unreadable. She stated she rec'd a meter reading that she thought may have read 90 mg/dl; however, as a result of not being able to read the results correctly, the customer states she lost consciousness. Paramedics were called and upon arrival tested customer's glucose and rec'd a result of 25 mg/dl. Customer was treated with intravenous fluids (solution unknown) and oxygen. Customer was not transported to a local health care facility and no diagnosis was reported. There was no report of death or permanent impairment associated with his case.